Manufacturer narrative:
The reported event was unconfirmed. The device did not fail to meet relevant specifications. The product was used treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a risk review and labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the tip of the coude catheters were straight. Also reported that, the tip of the catheters were too curved almost like a circle. Per sample evaluation notification received on 25nov2020, it was found that the coude tip was misaligned in 2 catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude catheters were straight. Also reported that, the tip of the catheters were too curved almost like a circle. Per sample evaluation notification received on 25nov2020, it was found that the coude tip was misaligned in 2 catheters.